Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of "hi mg/dl" (greater than 600 mg/dl) and experienced the symptom of shortness of breath. The patient's physician sent her to the emergency room, and she was admitted to the hospital and treated intravenously with insulin. Troubleshooting revealed the pump programming, date/time and basal settings were correct, all basal/bolus doses given correctly matched those programmed and the patient reported no issues with the infusion set. The patient also noted scar tissue at the infusion site; and her technique was incorrect by not changing the infusion site after two elevated blood glucose readings. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect and there was scar tissue at the infusion site, both of which may have contributed to under-infusion of insulin. The patient obtained blood glucose levels and suffered symptoms suggesting severe hyperglycemia while using the pump, and was hospitalized and treated with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.